Manufacturer narrative:
The returned reservoir was patent. However, it did not meet the requirements for leak testing due to a tear in the bottom sheeting of the reservoir. It is unknown how or when this damaged occurred. The instructions for use that accompany the device caution that ¿silicone has a low cut and tear resistance.¿ the instructions for use also caution that ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components.¿ a review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the reservoir did not work well. According to the report the device did not fill up as it normally should. Reportedly, there was no injury to the patient.